Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The problem was not duplicated therefore the root cause can not be determined. No corrective action required.

Event description:
The user facility in germany reported that during a procedure the screen went black and the foot control could not re-connect. The system was restarted and surgery continued. No patient injury or impact was reported.

Manufacturer narrative:
The field service technician evaluated the system and cpx24 error believed to have caused the system shut down could not be duplicated. The technician checked all values of the compressor and realigned pinch pressure. The reported problem was not duplicated. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
Correction to d4 UDI from: (B)(4).